Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found a hardware failure. The network connector was replaced, and the issue was resolved. Product event summary: network problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was no network communication between the imaging system and the navigation system. No patient present.